Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was observed and attributed to missing ventilator module serial numbers in the calibration file. The serial numbers were re-loaded to the calibration file to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-check. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.